Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the sample pot was not draining properly. The fse replaced the pinch valve tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erratic ise patient, calibration and quality control results were generated on the laboratory¿s au480 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Data was not provided; however, the customer verbally provided examples of the erroneous results for one (1) patient sample.